Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system remotely and confirmed the reported issue with the hospital biomed. The anesthesia control board was recommended for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.